Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the perclose failed and a surgical cut down was performed to repair the right common femoral artery (rcfa). The esheath was intact and no visible problem was noted. The physician comment that the sheath may have contributed to the vascular complication upon removal.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided to the clinical specialist by the facility: inspection of the sheath at the back table showed that the device was intact and no visible problem was noted. There was no difficulty with insertion or removal with the sheath during the case.  It was also clarified that the physician did not think the sheath contributed to the vascular complication and that there had been no malfunction of the sheath. In this case it was reported that there was no difficulties with the use if the sheath and nothing out of the ordinary was observed on the device upon removal.  The allegation of possible relationship of the sheath with the vascular complication was retracted.  Based on the available information, the vascular complication was related to the perclose failure. This complaint is not considered to be a reportable event and a corrected report is being submitted.